Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported the right atrial (ra) and right ventricular (rv) leads had increased thresholds following a device change out. During the lead replacement procedure a new ra lead was attempted, but the stylet was unable to be passed down the lead so the lead was not implanted. The ra and rv leads were capped and replaced with new leads. No patient complications have been reported as a result of this event.